Manufacturer narrative:
Additional information: b5, b7, and h11. B5: upon follow up it was reported that the patient recovered from the peritonitis after 4 days. Heparin and antibiotic treatment was discontinued on an unknown date. The patient was discharged from the hospital on an unknown date. Pd therapy was restarted. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized for peritonitis. The day after event onset, the patient was treated injection heparin (0.5 ml, at bedtime, intraperitoneal, ongoing), injection vancomycin (1 gm every 5th day, intraperitoneal, ongoing) and injection of gentamycin (60 mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing and hemodialysis was added. No additional information is available.